Event description:
On (B) (6) 2009, the sales representative reported that during a surgery on (B) (6) 2009, the scrub tech threaded the universal clamp and the polyester band incorrectly. When the surgeon went to implant the universal clamp, it was facing the wrong direction. The mis-threading of the universal clamp was not identified until the band was implanted. The surgeon performed intervention and cut off the clamp leaving the polyester band implanted within the pedicle. The sales representative communicated the surgeon considered removing the band, however, left in place due to the potential risk of removal. There is a potential risk when leaving the band implanted. The band can become loose and irritate spinal structures.

Manufacturer narrative:
Product was not explanted. No device will be returned. Product is still implanted in the pt. Evaluation pending.